Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9176514, medical device expiration date: 2024-07-31, device manufacture date: 2019-06-25, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9176514. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200832223] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that separation and breakage occurred during use with a syringe 0.3ml 31ga 8mm 10bag 500 pl/wg. The following information was provided by the initial reporter, "it was reported that needle hub separated from 5 syringes. It was also reported that customer experienced a needle break in the past and reported it. Due to not providing any contact information, it will be recorded within this record. Verbatim: (B)(4) consumer reported, needle hub separated. Stated, 5 syringes affected. Stated, he could send syringe in then stated, he did not have them because they were discarded. Consumer wanted to know what happened with another incident he reported, needle break but he would not give his name. Consumer hung up cl." 6 occurrences were reported.